Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed a black screen and would not power on. The field service engineer (fse) found the power cord port on the power supply was broken, preventing the cord from being fully seated. The power supply was replaced, and the station booted up successfully. Also, drawer 4.2 was not detected due to broken side rails and could not open. The half height drawer was replaced, and all cubies were transferred to their original locations. The new drawer was confirmed fully functional in hardware test application, with smooth operation and no hardware issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.2 had hardware failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.